Event description:
The dealer states the chair is not driving, but no error codes. When the consumer tries to drive the chair still no error code. The dealer checked the batteries and they are around 24 volts. He will try swapping the joystick and charging the batteries. No additional information is available.